Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 121 mg/dl, 160 mg/dl, 170 mg/dl, 190 mg/dl, 200 mg/dl, 250 mg/dl and 270 mg/dl and treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose events reasons why customer alleges insulin pump was under delivering because they were experiencing high blood glucose. The customer also reported that they were in auto mode at the time of reported event. The device will be and other device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter blood glucose errors. Device was monitored for a day while connected to the test sensor and plug. No auto mode anomaly noted during testing. (B)(4).